Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37086, product type extension. Product ID 37086, product type extension. Product ID 3389, product type lead. Product ID 3389, product type lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that an out of regulation (oor) error code was displayed on the patient programmer. The patient was receiving therapy and their implantable neurostimulator (ins) was 75 percent charged. There were no indications that the patient's therapy was disturbed. The patient was not able to get pass the out of regulation (oor) error message. The hcp thought the cause of the out of regulation (oor) error message was likely due to a breakage in the system. It was undetermined where in the system the breakage was, but electrode 9 was compromised due to high impedances. Troubleshooting included measuring impedances and testing therapy. High impedances were measured on the following electrode pairs: c-9, 8-9, 9-10, and 9-11. An x-ray was done, but there were no issues detected. The implantable neurostimulator (ins) was programmed to c+, 1- at 3.0 v, 60 usec, and 130 hz on the left side and c+, 9- at 3.4 v, 60 usec and 130 hz on the right side. The ins was reprogrammed to use electrode 10 and the patient was stable and receiving therapy. The hcp planned to monitor the patient and their therapy for now. If there are any changes, the hcp will discuss surgery to determine where the break is in the system. No surgical intervention was taken or planned and the patient was alive with no injury. No patient complications were anticipated.